Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over delivery anomaly due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl during the christmas eve and also a heart attack. The customer also alleged that the insulin pump was over delivering insulin. The customer¿s low blood glucose value at the time of the event was unknown. Customer's current blood glucose value was 97 mg/dl. The customer also had high blood glucose level of 600 mg/dl during the christmas eve and also a heart attack. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer alleged that the insulin pump was over delivering insulin as they had too many hypoglycemia events the drive support cap of the insulin pump was normal. The customer was assisted with displacement test and the insulin pump passed the displacement test as the results were no reservoir. The customer was treated with food for low blood glucose values. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump, reservoir and the infusion set will be returned for analysis.